Event description:
It was reported that the patient experienced bleeding in the left lower lobe during the monarch bronchoscopy procedure. The bleeding was controlled by exocrine pancreatic insufficiency (epi) administration. The patient was hospitalized for hypoxia and placed on oxygen. Prior to the procedure the patient was on oxygen and currently on oxygen at home. The patient was released the following day.

Manufacturer narrative:
The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
There were no device malfunctions reported from the procedure. No log review was performed as this event is related to procedure. A device history record review was performed for the system 120137 and there were no non- conformances related to the reported incident in this case.